Manufacturer narrative:
The investigation has determined that higher than expected troponin es results were obtained from three different patient samples when testing using vitros troponin I es (tropi es) reagent lot 5120 on a vitros 5600 integrated system. The investigation was unable to determine the assignable cause of the event. Based on historical tropl es quality control performance, a vitros tropi es reagent lot 5120 issue was not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5120 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument issue was ruled out as a contributing factor as within run precision testing was acceptable indicting the vitros 5600 was performing as expected. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Additionally, an ortho field engineer inspected the affected sample tubes and noted poor sample quality with cells and fibrin in the samples. Patient 1¿s treatment was a CT angio chest with and without IV contrast material, xrays, 12-lead ECG and a consult with cardiology doctor. Patient 2¿s treatment was an xray and 12-pt lead ECG. Patient 3¿s treatment was xrays. As per the ortho medical safety officer, ¿these physician requests are standard diagnostic investigations that are well tolerated in patients. The risk of serious patient harm in this case is remote.¿ continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5120.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin es results were obtained from three different patient samples when testing using vitros troponin I es (tropi es) reagent lot 5120 on a vitros 5600 integrated system. Patient sample 1 result of 0.77 ng/ml versus the expected result of <0.012 ng/ml patient sample 2 result of 0.82 ng/ml versus the expected result of <0.012 ng/ml patient sample 3 result of 0.87 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results were reported from the laboratory and treatment was initiated based on the reported results. However, a corrected report was later issued for the patients and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).